Manufacturer narrative:
Insulin pump passed the displacement test. Device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test or test for motor error alarm due to a33 alarm. Insulin pump received with normal operating current. Pump passed self test. Pump passed off no power test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system and also stated insulin pump was not working. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they were able to clear the alarm and they were unable to rewind insulin pump. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.